Manufacturer narrative:
A definitive root cause could not be determined. Based upon the information provided, it is assumed the problem is related to pre- analytics and not due to the loose reference cable cord. The customer is not centrifuging the sample per the tube manufacturer's recommendations. No adverse events were reported.

Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer on (B)(6) 2012. The customer provided data for three patients, of which two had discrepant results reported outside the laboratory. After running patient samples, the customer performed quality control on the standby reagent pack and it failed. The customer performed quality control on the current reagent pack and it also failed. The customer then decided to repeat patient samples and had to correct two of them. Repeat testing was performed on another c501, serial number (B)(4). The first patient's initial sodium result was 131 mmol/l. The repeat result was 143 mmol/l. The second patient's initial sodium result was 125 mmol/l. The repeat result was 138 mmol/l. The second patient's initial chloride result was 88 mmol/l. The repeat result was 97 mmol/l. There were no adverse events. The sodium electrode lot number was m39 and the expiration date was 10/31/2012. The chloride electrode lot number was z07 and the expiration date was 11/30/2012. The field service representative found a loose reference cable cord. He tightened all electrode cable cords. A precision test was performed. The analyzer was operating without issue. The customer performed calibration and quality control with results within specification.